Event description:
In a review of historical data, (B)(6) identified a patient who they felt may have developed radiation-induced liver disease. The patient was treated on (B)(6) 2012 and was admitted to hospital on (B)(6) 2012, with sob, lower extremities and fatigue and sleepiness. The patient was suffering from aki, fluid overload,(B)(6), and (B)(6). The patient died (B)(6) days later. Conditions noted prior to death were altered mental status, uti, pneumonia, acute kidney injury, liver cirrhosis and hcc, copd, and hepatic encephopathy. Records on (B)(6) 2012, states patient dnr status to hypotension. Unresponsiveness. Prescribe dose written directive 83.83 mci (3.1 gbq). A 2.99 gbq (90.7mci) to right lobe and segment 4 without complication. This represents 99.3% of the drawn dose and 95.8% of the prescribed dose. Performed by (B)(6), md. Addendum: with 0.6% mci residual activities calculated dose to target liver was 118.07 gy and calculated dose to lung was 11.87 gy.

Manufacturer narrative:
The patient showed signs of possible lung problems after treatment but there is no reason to suspect radiation pneumonitis given medical history including copd. Radiation induced liver disease is possible but unknown because it is not clear if there was tumor progression. Given the information we cannot rule out or confirm radiation-induced liver disease caused by therasphere treatment.